Event description:
The pt reported that there was an insulin leak in the connection between the cartridge and the infusion set tubing.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation revealed a damage luer lock connector.